Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following four original and repeat examples: patient 2, tested 2009, original result 1.8, repeat gave 11.9 ug per ml. Customer states one pt (it is unk which pt) in the intensive care unit was given two doses of vancomycin by the pharmacist before the corrected result was sent. The pharmacist states the pt still has urine output and is being monitored. Customer states the pt experienced vancomycin toxicity and has been taken off the drug to bring the levels down. Customer could not provide any further updates on the pt's condition.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following four original and repeat examples: patient 4, tested 2009, original result 1.5, repeat gave 13.9 ug per ml. Customer states one pt (it is unk which pt) in the intensive care unit was given two doses of vancomycin by the pharmacist before the corrected result was sent. The pharmacist states the pt still has urine output and is being monitored. Customer states the pt experienced vancomycin toxicity and has been taken off the drug to bring the levels down. Customer could not provide any further updates on the pt's condition.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following four original and repeat examples: patient 3, tested 2009, original results 1.3, repeat gave 14.0 ug per ml. Customer states one pt (it is unk which pt) in the intensive care unit was given two doses of vancomycin by the pharmacist before the corrected result was sent. The pharmacist states the pt still has urine output and is being monitored. Customer states the pt experienced vancomycin toxicity and has been taken off the drug to bring the levels down. Customer could not provide any further updates on the pt's condition.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following four original and repeat examples: patient 1, original result less than 2, repeat in 2009, gave 33.3 ug per ml. Customer states one pt (it is unk which pt) in the intensive care unit was given two doses of vancomycin by the pharmacist before the corrected result was sent. The pharmacist states the pt still has urine output and is being monitored. Customer states the pt experienced vancomycin toxicity and has been taken off the drug to bring the levels down. Customer could not provide any further updates on the pt's condition.

Manufacturer narrative:
The field service rep determined a bad high concentration waste valve to be the cause. He cleaned the valve and subsequently replaced it, along with the waste vac sv assembly. He verified analyzer was operating within spec.

Manufacturer narrative:
The field service rep determined a bad high concentration waste valve to be the cause. He cleaned the valve and subsequently replaced it, along with the waste vac sv assembly. He verified analyzer was operating within spec.

Manufacturer narrative:
The field service rep determined a bad high concentration waste valve to be the cause. He cleaned the valve and subsequently replaced it, along with the waste vac sv assembly. He verified analyzer was operating within spec.

Manufacturer narrative:
The field service rep determined a bad high concentration waste valve to be the cause. He cleaned the valve and subsequently replaced it, along with the waste vac sv assembly. He verified analyzer was operating within spec.